Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the osteoraptor anchor was found to be fractured. It is unknown if the device was inside or outside the patient when the issue was noticed. The procedure was completed with non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor and sutures were not returned. There is debris on the shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found labelling confirming the product identification information. The anchor and sutures are not pictured. The hand-piece does not appear to be damaged. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.